Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 30 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling, bleeding, fistula and inflammation. No further patient complications were reported.